Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was identified. The nurse opened the 2.25x20mm taxus element stent package and was about to insert the wire to the stent catheter when she identified the stent was flared at the distal end. The procedure was completed with another 2.25x20mm taxus element stent. No pt complications were reported. Pt status reported as "stable". This product is only ous approved, but is similar to an approved us device.